Event description:
An adult male was diagnosed with a recurrent, right-sided pneumothorax in the emergency department. Thoracic surgery was consulted, and the plan was to place a pigtail chest tube. Despite searching the ed, the preferred pigtail chest tube (fuhrman pigtail 8.5 french seldinger) could not be found. The ed physician selected a cook pneumothorax set with a 10.2 french skater chest tube with trocar. The ed physician read the package insert (which did not warn to remove the protective sleeve from end of the trocar) as they had not used this type of chest tube before. The black protective sleeve was not removed, it was introduced into the patient with the chest tube/trocar, came off underneath the skin, and was retained in the subcutaneous chest wall. The chest tube was then connected to a heimlich valve and the plan was to discharge the patient home. A follow-up x-ray showed a re-expansion of the pneumothorax. The patient was admitted and at the beginning of his thoracic surgeries (apical wedge resection and mechanical pleurodesis procedure), the thoracic surgeon discovered a 2 cm piece of black plastic when extending the chest tube incision. The piece was removed, and his procedures were completed without problems. He was discharged post-op day 3.